Event description:
It was reported that there were high impedances measured at the time implant of a new neurostimulator and lead. There was no difficulty while placing the lead. Higher impedances were seen on multiple contacts, even when testing at 3.0v. Initially, electrode 4 was reported to be "bad" at >40,000 ohms, but when they "went back in all were bad." When plugged into the old neurostimulator, impedances of >40 ,000 ohms were seen as well. The 5-6-5 lead configuration was confirmed. When the lead was hooked up to the multi-lead trialing cable (mltc) and tested at 3v with 0 as reference, electrodes 6, 7, 11 and 12 showed impedances of >40,000 ohms, and when electrode 6 was used as the reference, all contacts were >40,000 ohms except electrode 6. Other contacts were reported to be in normal range. These out of range contacts were seen with the old battery, the new battery, and the mltc. It was suspected that it was a lead issue and that fractures were present. It was suspected that it was not a case of temporary high impedance because there was not any fluctuation in impedance values between these contacts and they were "blatant" >40,000 ohms readings. In addition, it was reported to be consistent on the same contacts after multiple impedance tests. The lead configuration was reported to be correct along with a direct connect of the lead to the neurostimulator. It was reported that there was no fluid or blood interfering with tissue interface and electrodes. A new lead was placed, but this did not resolve the impedance issue. Electrodes 6 and 11 were still showing impedances of >40,000 ohms when hooked up directly to the mltc. Electrodes 7 and 12 were "fine" when hooked up to the neurostimulator, but neurostimulator impedance test showed electrodes 5 and 13 were "bad" when hooked to the neurostimulator. Electrodes 6 and 11 showed >40,000 ohms when "switching the tails", and the same results were seen on electrodes 6 and 11 when hooked up to the patient's previous battery. It was reported that the new battery would be hooked up and they would visually confirm that everything was seated properly; the suspected root cause was temporary high impedances. The product serial numbers and patient information were not obtained. Additional information had been requested but was not available at the date of this report.

Event description:
Additional information received reported that the patient's impedances resolved not in the post anesthesia care unit but by his post-operative appointment. It was further reported that the patient was receiving great therapy.

Manufacturer narrative:
Product ID: 39565, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).